Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, there was a problem unloading the device, the staples were out of the load, the stapler was unable to fire, and the surgeon was able to press the green button but could not squeeze the handle. The reload and handle were replaced to resolve the issue. There was no patient injury.